Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos (general purpose operating system) and rtos (real time operating system) boards were evaluated and replaced, the system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.